Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown.

Event description:
Related manufacturing reference: 3005334138-2023-00450. During the atrial fibrillation procedure, the needle punctured the dilator. The device was replaced and the procedure was completed with no adverse consequences to the patient. While inserting the needle along the wire through the dilator, it was noted that the needle could not pass through the dilator and sheath, the needle was getting stuck. The device was exchanged and the same issue occurred, the needle was getting stuck in the dilator. With greater pressure, the needle pierced the dilator. The device was exchanged for a third one from a different lot, the same needle went through without issue and the transseptal puncture was performed without problems or complications.

Event description:
During the procedure, the needle punctured the dilator. The device was replaced and the procedure was completed with no adverse consequences to the patient. While inserting the needle along the wire through the dilator, it was noted that the needle could not pass through the dilator and sheath, the needle was getting stuck. The device was exchanged and the same issue occurred, the needle was getting stuck in the dilator. With greater pressure, the needle pierced the dilator. The device was exchanged for a third one from a different lot, the same needle went through without issue and the transseptal puncture was performed without problems or complications.